Manufacturer narrative:
This is 3 of the 3 reports.

Event description:
After the procedure, it was reported that the physician found the coating of the distal microcatheter was peeled. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the catheter shaft was kinked due to the procedural factors. And no anomalies noted during the functioning test. Additional information indicated that there were no anomalies noted to the device prior to use and the devices were prepared as per the dfu (direction for use). The returned device was analyzed and there were no anomalies noted to the hydrophilic coating or to the inner lumen of the device. Therefore, an assignable cause of no problem detected will be assigned to the reported event, as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
After the procedure, it was reported that the physician found the coating of the distal microcatheter was peeled. No clinical consequences reported to the patient.